Manufacturer narrative:
Investigation pending.

Event description:
Caller reported two potential false negative urine hcg results on a pt with consult diagnostics hcg dipstick vs. Beta hcg test. (B)(6) year old female pt had two positive pregnancy tests at home two days before testing at the facility. The pt's result with consult diagnostics hcg dipstick were negative. A confirmation beta hcg test was performed with a result of 403miu/ml. Pt's lost mentrual period was (B)(6) 2014; no medications; no known medical issues; not dehydrated.